Event description:
It was reported that the pump declared alarm 20 while pumping, and the customer could not successfully load a cartridge to resume insulin therapy. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl. However, there was no indication of any adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge but, due to the recurring alarm, decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and to return the problematic pump using a prepaid label. The customer understood the instructions provided.